Event description:
It was reported that the left ventricular (lv) lead was exhibiting non-capture due to having pulled back from its original position. The coronary sinus could not be successfully cannulated for a replacement so an attempt was made to reposition the existing lv lead. The attempt was unsuccessful. The lead was reconnected to the implantable cardioverter defibrillator (ICD) but programmed off and the patient will be evaluated for epicardial lv lead placement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted (B)(6) 2011; 407652 lead, implanted (B)(6) 2007; mcs-p3-943 aortic valve, (B)(6) 2012. (B)(4).